Event description:
The pt was revised because the hole eliminator was floating free in the acetabulum, the poly liner was worn and the cup had migrated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.